Event description:
The customer alleged they received questionable estradiol gen2 results on their e601 analyzer. The customer was running patient samples and then routine quality control, and the estradiol quality control was out. The customer re- calibrated and repeated quality control. They customer had samples from two patients that were tested for estradiol during the run. The patient samples had been spun down and aliquoted into tubes on the customer's modular pre analytics device prior to testing. The customer provided data for the two patients, one of which had a discrepant result that was reported outside the laboratory. The patient's initial estradiol result from the aliquot tube was 53.09 pg/ml and it was reported outside the laboratory. The parent tube and aliquot tube were both repeated and the repeat results matched. The customer provided a repeat result of 40.3 pg/ml and it was considered to be correct. The customer stated they believe the patient was treated based on the initial result as the patient was in the reproductive area. The customer refused to provide any further information about the patient. The estradiol reagent lot number was 17576101 and the expiration date was 02/28/2015. The field service representative found that the customer needed to shift the quality control range. Quality control then passed the customer's ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined. The customer ran precision tests with pooled patient samples and quality control materials, and the results were within expectations.